Event description:
Medtronic received information that severe paravalvular leak (pvl) was observed following deployment of this transcatheter bioprosthetic valve. A balloon aortic valvuloplasty was performed without resolution of the pvl. A second valve, one size larger, was successfully implanted valve-in-valve, which improved the pvl from severe to mild/trace. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The issue was successfully resolved through implant of a second valve, valve-in-valve, which improved the pvl from severe to mild/trace. A mild/trace pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. These events do not allege device malfunction. Medtronic will continue to monitor for future similar events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.